Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after a cataract extraction with intraocular lens (iol) implant surgery, a patient experienced uveitis, hypopyon and fibrin deposits on the lens. The patient underwent a vitrectomy surgery as a secondary procedure. Additional information has been requested.